Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Pneumonia and bowel perforation are known complications of a peg / peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube with a new stoma. On (B)(6) 2020, it was reported that the patient experienced pneumonia after peg/peg-j replacement, that was treated with unspecified antibiotic. The patient's hospitalization was prolonged due to problems with constipation. On (B)(6) 2020, the patient underwent a surgical procedure to correct bowel perforation, secondary to peg tube migration into small intestines. On (B)(6) 2020, the consumer reported that the patient expired on (B)(6) 2020 due to post-operative pneumonia and malfunctioning kidneys.